Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between january 23-24, 2026. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while using two (02) one link non dehp standard bore catheter extension sets, the cap on the j loop was loose, resulting in leakage. This was observed during the insertion of a new intravenous line in the emergency department, causing blood to flow out of the loop. There was no report of patient injury or medical intervention associated with this event. No additional information is available.